Event description:
Lever on attune impactor handle broke while implanting tibial baseplate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Visual examination of the submitted impaction handle confirmed the trigger feature has fractured. The investigation could not draw any conclusions about the root cause. Mdd-CAPA-(B)(4) has been initiated to further investigate to identify root cause and corrective actions. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.